Event description:
Field service contacted carefusion technical support on behalf of a customer, and reported the following: "the customer brought unit to him indicating while in use in adult mode pressure/simve rate 10, inspiratory pressure 18, psv fio2 45 percent. The unit indicated low fio2 alarm visual/audible. The fio2 monitor indicated 21 percent external o2 analyzer used at 21 percent fio2." The patient was removed and placed on another ventilator. No patient harm reported. Field service indicated that he will evaluate and repair the unit.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, by checking the event log and found nothing related to the reported issue. He performed extended system testing and ran the ventilator with the settings preserved at a delivered fio2 of 45 percent. He checked the o2 blender calibration, and found that it was good. He verified that the delivered fio2's range was from 21 percent to 100 percent. All readings were within .5 percent of set values. He could not duplicate the issue. He ran the ventilator overnight with the original settings with no re-occurrence of issue. He performed preventative maintenance (pm) and extended system testing (est) / operational verification procedure (ovp). The unit was operating within factory specifications.